Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: the insulation has come off and formed a veil.

Event description:
It was reported that black insulation came off of the device during the procedure. All pieces were removed from the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that black insulation came off of the device during the procedure. All pieces were removed from the joint.